Manufacturer narrative:
As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. Per the medical records, the patient underwent placement of the inferior vena cava (ivc) filter due to high risk for deep vein thrombosis after a motor vehicle accident with severe injuries including multiple trauma with bilateral lower extremity fractures, injury to the diaphragm and associated cervical injury, head injury, and ventilator dependent condition. The ivc filter was placed via the right common femoral vein and deployed under direct fluoroscopy imaging with the tip at the l1-l2 junction, extending the filter across the body of l2. Contrast venography showed good positioning of the filter below the renal veins and good wall apposition. The patient tolerated the procedure well. The device subsequently malfunctioned by tilting, perforating the ivc, by causing pulmonary embolisms and thrombosis of vasculature to occur, and by failing to break up and dissipate clot matter at it was captured by the filter. Per the patient profile form (ppf), approximately five years post implantation of ivc filter the patient reports having bilateral pulmonary emboli. Approximately eleven years post implantation of the ivc filter, the patient reports migration of the entire filter, thrombus in the vena cava, perforation of filter strut(s) outside the ivc, and the filter being tilted. Approximately eleven years, two months and seven days post implantation of filter, the patient reports an attempted but unsuccessful percutaneous removal procedure of the filter. Sometime post implantation of the ivc filter, the patient reports pain, loss of lung capacity, blood clots in both legs, ivc occlusion and anxiety. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. It was also reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Blood clots, pulmonary emboli and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety, pain and reduced pulmonary function do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The following additional information received per the medical records indicate that the patient underwent placement of the inferior vena cava (ivc) filter due to having high risk factors for deep vein thrombosis after having been involved in a motor vehicle accident with severe injuries including multiple trauma with bilateral lower extremity fractures, injury to the diaphragm and associated cervical injury, head injury, and ventilator dependent condition. After the patient had a tracheostomy and peg gastrostomy placement, the patient was maintained in the operating room for placement of the ivc filter. The ivc filter was placed via the right common femoral vein and deployed under direct fluoroscopy imaging with the tip at the l1-l2 junction, extending the filter across the body of l2. Contrast venography showed good positioning of the filter below the renal veins and good wall apposition. The patient tolerated the procedure well. According to the information received in the patient profile form (ppf), approximately on or about five years post implantation of ivc filter the patient reports having bilateral pulmonary emboli. Approximately on or about eleven years post implantation of the ivc filter, the patient reports migration of the entire filter other than to the heart, thrombus in the vena cava, perforation of filter strut(s) outside the ivc, and the filter being tilted. Approximately on or about eleven years, two months and seven days post implantation of filter, the patient reports an attempted but unsuccessful percutaneous removal procedure of the filter. Sometime post implantation of the ivc filter, the patient reports to now suffer from pain, loss of lung capacity, blood clots in both legs, ivc occlusion and anxiety due to the device remaining inside and need for further medical monitoring. In addition, the patient states to have had multiple hospitalizations and numerous medical procedures post implantation of filter. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported in the legal brief, a patient was implanted with a cordis optease filter. The device subsequently malfunctioned by, inter alia, tilting, perforating his vena cava, by causing pulmonary embolisms and thrombosis of vasculature to occur, and by failing to adequately break up and dissipate clot matter at it was captured by the filter. As a result of these malfunctions, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.  The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Thrombosis does not represent a device malfunction. Recurring pe may occur post implantation of an ivc filter and is noted in the instructions for use. Without procedural films for review, the filter tilt and vessel injury reported could not be confirmed. With the limited information available for review, clinical factors contributing to the vessel injuries could not be determined. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Additionally, the timing and mechanism of the filter tilt is unknown at this time. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, (B)(6) resides and is domiciled in (B)(6), he was implanted with a cordis optease filter at (B)(6). Upon information and belief, the device subsequently malfunctioned by, inter alia, tilting, perforating his vena cava, by causing pulmonary embolisms and thrombosis of vasculature to occur, and by failing to adequately break up and dissipate clot matter at it was captured by the filter. As a result of these malfunctions, (B)(6) suffered life-threatening injuries and damages and required extensive medical care and treatment. Plaintiff has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses.